Event description:
Patient reported a change in bowel control. Patient stated she had issues for a few months. Patient stated she felt the bottom part of the pump was tilting back and the front part of the pump was protruding out causing part of her colon to be pinched off. Patient started on miralax and a colonoscopy was scheduled. Patient felt their stomach getting sick for days and where the pump was located she felt there was a clog. Patient stated she heard a "weird breakthrough noise", the pump pushed out and fecal matter emptied into the toilet. Patient felt like it was stuck where the pump was pinching off part of her colon and each time she had a bowel movement it felt sore around the pump for a day. It felt like it was affecting the tissue around the pump. Patient stated she felt a lot of movement in the pocket site and it almost seemed like the pump could flip. Patient stated she has gained about (B)(6). This past winter due to decrease in activity level due to pain in her left leg. Patient stated she usually takes oral meds to help with this in the winter; her pain was affected by seasons; oral meds were not needed in the summer. Patient stated she had started to lose weight and has lost about (B)(6). No x rays or testing were done on the pump. Patient questioned if the angle the pump was tilting at was causing the issue with her bowels. Per hcp, the event was not related to the pump. The signs and symptoms were bowel obstruction. The pump was delivering morphine and bupivacaine.

Manufacturer narrative:
Catheter: model# 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).